Manufacturer narrative:
Product analysis: analysis was able to confirm the touchscreen was not responding to the stylus in some areas of the display screen and the usb would not updated the programmer. The overlay was replaced and the stylus was re-calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen would not respond to the stylus in some areas of the screen and the universal serial bus (usb) port did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.